Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. In addition, an analysis of the log files provided by the account confirmed transient power and flow elevations; however, a specific cause for this finding could not be conclusively determined. The submitted log files contained data from on (B)(6) 2020. Starting on (B)(6) 2020, transient elevated power and flows were observed. All of the power and flow elevations were captured during pulsatility index (pi) events. No atypical events were observed. The pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines the recommended anticoagulation therapy and inr range. The IFU also contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for gastrointestinal bleeding. During admission, the patient experienced power spikes. Log file analysis confirmed elevated pump power events on (B)(6) 2020 wand pi events downwards trending. No further information was reported.